Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent plf surgery at l4/5 on an unknown date. Post-op, on an unknown date, the patient had compression fracture at l2 vertebral body and the implanted screw broke. Revision surgery was performed for extension of the fixation range from th12 to l5. It was reported unknown whether any fragment of the broken implant remained inside the patient or not. The surgeon inserted new screws at th12-l5 and connected the new screws and screws which had been placed originally to solve instability. It was reported unknown whether the patient had achieved solid fusion or not.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.